Event description:
During follow-up, an alarm was observed indicating the capacitor charge time was exceeded. A manual capacitor charging test was completed which also indicated the capacitor charge time was exceeded. The device was explanted and replaced. The patient is stable.

Manufacturer narrative:
No conclusion code available. The reported field event of an extended charge time was confirmed in the laboratory, and was due to an internal anomaly in both high voltage (hv) capacitors. When the original hv capacitors were replaced by test capacitors, and the current ICD was tested in the laboratory, the charge times were found to be normal.